Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited an unspecified failure. The epg is expected to be returned for service, but has not been received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the ventricular connector was found to be broken. The hanger was also found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019: the epg was returned for service.